Event description:
It is reported that pt experiences right hip pain. Revision surgery scheduled for (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the u.s. Durom cup. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).